Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was an arthrodesis ankle nail being done and the thumb press cracked longitudinally and the carbon fiber cracked and would not lock on. Did not delay surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the targeting arm to be the subject product. No further associated product was reported. Review of the inspection records revealed no discrepancies. Furthermore, as the targeting arm was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2006), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Although cracked, the safety clip kept the (sample) protection sleeve firmly in position as intended - except of the talus ¿static¿ position where the clamping force was decreased which led to slight sliding of the tissue protection (and drill-) sleeve in axial direction. In order to reproduce the cracking of the safety clip a stress test with the targeting arm and a tissue protection sleeve had been performed in a former similar case with the same damage patterns. The sleeve was inserted into a hole of the lower, intact clip (medial locking) but was not pushed further through the hole of the solid part. By bending / levering under significant angulations - whilst the sleeve only stuck in the clip hole - cracking of the safety clip could be reproduced by considerable force application. However, in case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not linked to a deficiency of the device but is rather related to rough handling by the user either within a suboptimal intra-operative procedure or during cleaning. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that there was an arthrodesis ankle nail being done and the thumb press cracked longitudinally and the carbon fiber cracked and would not lock on. Did not delay surgery.